Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: <<include cause and conclusion>> should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information in the complaint. Corrected fields: d4 (lot #), h4.

Event description:
No additional information provided by the customer.

Event description:
It was reported the single use aspiration needle sheath adjustment came off. The issue occurred during a therapeutic endobronchial ultrasound. There was a delay of less than thirty minutes and the procedure was completed with a back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.